Event description:
The customer reported a bv camera error and that the system would not make an exposure. The customer was able to recover imaging functionality and complete the procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.